Event description:
A sales representative reported on behalf of a customer that the lapvue10, 10/ca laparovue visibility sys device was being used during an unspecified urology procedure on (B)(6) 2024, and ¿the 5-8mm trocar swab was used and the q-tip detached from the plastic during the case. It was retrieved immediately.¿ follow-up assessment confirmed that "the qtip detached from the plastic swab and fell into the patient" and was removed with a "laparoscopic tool". The procedure was completed as normal, without the use of an alternate device and with no delay. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿q-tip detached from the plastic¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the foam head was extended the beyond distal end of the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring-loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor for trends through the complaint system to assure patient safety.